Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the etiology of the loss of consciousness was not related to the device, and unknown relationship to the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for epilepsy. It was reported that the patient experienced a sudden loss of consciousness with falling. A CT scan was performed on (B)(6) 2016 and resulted in no new trauma-related injuries. Another CT scan without contrast was performed on (B)(6) 2016 and had normal results. It was also stated that the issue was possibly related to hypoglycemia; the patient was diagnosed with diabetes mellitus. It was unknown if the event was related to the procedure, however, it was stated that it was related to a worsening or exacerbation of an existing condition. The actions/interventions included an emergency room visit and a neurosurgery visit. The issue was resolved on (B)(6) 2016. The patient's medical history included mood disorders, anxiety - mild depression, ongoing; cognitive impairment, decreased iq (iq in the border zone), ongoing; patient was diagnosed with epilepsy: 1983.